Event description:
It was reported that during incoming/labeling, operation found the following defect. Details of the defect is unreadable printed label (lot# and expiration date).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the complaint indicated illegible/ incorrect/ missing letter/ numbers on the label. One labeled carton was returned for analysis. The pressure-sensitive label appears to have only the character ¿2¿ in the date of manufacture field. Based on the lot history review, the actual date of manufacture is ¿2013-05.¿ based on review of the electronic file tracking the label history for the lot (which stores the actual images of all the printed labels), this is the only label set with the incorrect date of manufacture. Each label is created independently as a set of 2 labels per sales unit carton (one is placed on the sales unit carton, the other is placed on the shipping box). As the label quantity (¿2¿) is scanned before the date of manufacture, it is suspected that the label quantity information was incorrectly captured into the fields twice during the scanning process. The cause for this defect is human error internal to the packaging.